Manufacturer narrative:
Implant regio 14 fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 18 years in situ.

Event description:
Implant fracture.